Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the device sounded a patient alert due to the lead impedance measurements not being taken. The impedance measurements were not taken due to the patient's rhythm in combination with the device programmed settings. Programming changes were going to be made and the device is still in use. No patient complications have been reported as a result of this event.